Event description:
During repair of abdominal aortic aneurysm (aaa), the hollow shaft portion of the sheath became detached from the rest of the sheath, distal to the securing device. The sheath was in the patient's groin at the time. The physician was able to re-connect the two pieces and remove the device safely from the patient.====================== health professional's impression======================defective.====================== manufacturer response for introducer sheath, gore======================rep present at the time. Requesting device back for eval.